Manufacturer narrative:
Approximate age of device ¿ 4 years and 10 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that interrogation of the system controller revealed a pump off alarm on (B)(6) 2017, and that the patient felt very dizzy and lightheaded. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement without issue. No additional information was provided.

Manufacturer narrative:
The pump remained in use supporting the patient with the use of an ungrounded power patient cable while on module support. Approximately 19 inches of the percutaneous lead (driveline) was returned for evaluation. Electrical continuity testing of the returned portion of driveline did not reveal any discontinuities or shorts and all wires were found to be electrically intact. Upon removal of the rescue tape repair, a small superficial tear was noted in the outer silicone sleeve adjacent to the terminus of the distal end bend relief; however, no areas of damage were noted to the underlying clear bionate layer. Moderate breakdown of the metal braided shield was observed along the length of the returned driveline segment, which appeared consistent with almost 5 years of use. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation along the length of the lead segment. The returned portion of the driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The reported transient low speed/pump stoppage events was confirmed based on a review of the submitted system controller log file data; however, a cause for the recorded alarms could not be determined. The instructions for use and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.